Event description:
It was reported to philips that the host pc had a memory problem. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that radar alert host pc memory 3 problem occurred during runtime. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found failure alarm of memory module in radar alert. To resolve the issue, fse cleaned the memory module and reinstalled the memory module. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.